Manufacturer narrative:
Pc (B)(4). Date of event: only event year known: 2020 per service manual operational and diagnostic analysis confirmed the label was missing. The label was replaced as identified in the investigation to address the issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when the facility received the device the label was missing so it could not be cleared for patient use.